Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Device investigation could not confirm or reproduce the reported symptom of system error 105. However, one occurence of system error 116 was confirmed during the review of the event history log. The reported symptom could have been misreported by the user due to the fact that the word "motor" is displayed in both a system error 105 and system errors 116. The device was found out of specification in relation to the system error 116, which was observed during baxter's functionality testing. Evaluation also found evidence of contamination and corrosion from fluid intrusion on the I/o pcb and was determined to be the cause for the system errors 116. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was concluded that the initially reported system error 105 could not be confirmed and the determined system error 116 is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2015-07624 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.